Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the pump began to vibrate and 'ring', the display was dark, and none of the buttons were responsive. The mother changed the battery and battery cover and again the pump began to vibrate and 'ring', the display was dark, and the buttons were unresponsive. No adverse event reported. The alleged product was requested to be returned for evaluation.